Event description:
Further information indicates that the patient has recently turned her device off a few times with her magnet due to painful stimulation. Clinic notes from (B)(6) 2011 were received indicating that the patient's pain in neck and seizures were worse, though the patient has been doing well overall with vns. Per notes, the physician increased the output and pulse width and was to reassess in 3 months. It also noted that the patient wakes up with bifrontal headaches which have been worse for the past 6-7 months.

Event description:
It was reported that the patient was experiencing an increase in seizures and also reported an increase in migraines. The patient had a surgical consult for possible generator replacement. The patient has had great efficacy with vns (is off seizure medications and no longer uses a wheelchair) and does not want the battery to deplete. The patient is also feeling pain at the generator site with stimulation and feels like the generator is vibrating. The patient was seen by a surgeon and the generator was determined to be operating fine. Exact diagnostic results not given. X-rays were taken of the device, but have not been sent to manufacturer for review. Attempts for further information have been unsuccessful to date.